Event description:
Reservoirs leaked at o-rings. Handling correct. Customer used reservoirs only one time. No further details.

Manufacturer narrative:
Analysis not complete as of the date of this report.